Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was not impacted. The customer continued to use the pump for insulin therapy. Reportedly, the customer declined to perform further troubleshooting. No additional patient or event information was available.